Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc safety infusion set with y-site. Light usage residues were observed throughout the sample. A needleless injection cap was attached to the proximal luer adapter and the safety mechanism was engaged. Microscopic inspection of the proximal luer adapter revealed abundant superficial stress fracturing throughout the threaded region. A complete fracture was observed near the finger tab opposite the gate mark from the molding process. It appeared that over-tightening of the injection cap may have contributed to the observed damage; however, the abundant superficial stress fracturing and complete split suggested that an unidentified environmental factor(s) affected the mechanical properties of the luer material. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported three cases of safe-type port needle leakage were identified. No further information was provided. This report addresses all three devices.